Event description:
A us distributor contacted zoll to report that a patient developed a severe persistent rash with drainage. The skin was described as red, bumpy and itchy. Patient reported that she will develop blisters that will break open and drain, but will eventually dry out and feels like a brush burn. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown. There is no indication that the patient received medical intervention. Reporting out of an abundance of caution.